Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for upside-down filter with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of upside-down filter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was poor separator movement with 2 bd p100 blood collection system for plasma protein preservation. The following information was provided by the initial reporter: (2 of 2 complaints). The incorrect position of filer - the filter was upside down at the bottom of the tube and we couldn't pipette plasma.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor separator movement with 2 bd p100 blood collection system for plasma protein preservation. The following information was provided by the initial reporter: (2 of 2 complaints) the incorrect position of filer, the filter was upside down at the bottom of the tube and we couldn't pipette plasma.